Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging a user experienced swelling and looked rather unhealthy while using a dreamstation auto CPAP device due to it blowing toxic fumes. As a result, the user had purchased an airsense 10 elite as a replacement and is requesting a refund due to concerns about potential exposure to carcinogenic fumes. The device has not yet been returned to the manufacturer for evaluation. Three attempts to have the device returned for evaluation and investigation were unsuccessful. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed. The manufacturer has updated box h in this report.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging a user experienced swelling and looked rather unhealthy while using a dreamstation auto CPAP device due to it blowing toxic fumes. As a result, the user has purchased an airsense 10 elite as a replacement and is requesting a refund due to concerns about potential exposure to carcinogenic fumes. The device has not been returned for investigation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.